Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had high thresholds. The lead was capped and replaced. It was also reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. No patient c omplications have been reported as a result of this event.